Manufacturer narrative:
Product complaint (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Corrected information: a manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. D4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3274805 mfg date: 10/30/2022, exp date: 10/31/2027. Batch 3296666 mfg date: 11/28/2022, exp date: 11/11/2027. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3274805 mfg date: 10/30/2022, exp date: 10/31/2027. Batch 3296666 mfg date: 11/28/2022, exp date: 11/11/2027. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on an unknown date and a fibrin sealant preparation device was used. Nurse in ot provided feedback that luer lock could not be unscrewed no matter how much force was used. Hence it could not be changed to lap applicator. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? Additional information: d4¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3296666 and 3274805 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? H6. Component code: g07002 ¿ reported condition not confirmed. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with damaged in the luer locks. In addition, the secondary box and the two pre-filled syringes assembled in a syringe holder inside it's packaging unopened. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Per instructions for use: ¿loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock¿. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Lnstituto grifols, s.a. Upon the reception of the notified incident, it was requested additional information such as the experience of the user with the product, if any leakage observed at the connection, as well as the availability of pictures/samples. No additional information was received up to date. According to our standard procedures, it was initiated an investigation focused on the following: investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batches of tips involved, as ethicon is the supplier of veraseal dual applicator. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. Results of quality control performed at ig facilities. Lnstituto grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, b04h084501, was performed. The results were found correct within specifications and no deviations were detected. Even though a definitive root cause cannot be determined, considering that there were no evidence detected during the manufacturing process of the tips, and the results of the incoming inspection of the tips were correct, it can be concluded that the reported notification is not related to the quality of the components used. We would like to remark the importance of following the leaflet instructions regarding the thawing of the product as well as the tip connection instructions. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d9. Device available for evaluation? H 6. Medical device problem code. Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? G 4. Combination product, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.